Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4) and the complaint will be cancelled. The associated MDR will be void.

Event description:
Verbatim: the bms qc incoming associate identified a critical defect involving 2 particulates inside the fluid path in 2 units during the inspection of a total aql of 200 units out of a total 4000 units at the inspection location.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.